Event description:
It was reported that at the beginning of the case, the switch buttons on the right side of the device wouldn't work. The case was continued with footpedal. Later at the cervix, the blade contacted metal three to five times. No devices were replaced at this time. At the end of the case, solid tones occurred. The case was completed with electro-cautery and no pt consequence was reported.

Manufacturer narrative:
Evaluation summary: the analysis results found that when attempting to activate the device, the generator gave a solid tone. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument."